Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported by the sales representative, "we had a 2.7mm non-lock screw head break off when trying to compress the shaft of the plate down. Initially used a 3.0mm nl screw in oblong hole, then needed another shaft screw to compress. Measured a 15mm so used the 2.7mm since those offer odd sizes. There was an unusual torque applied, and not incredibly hard bone. Had to just leave the broken screw shaft in bone as we were unable to remove it. We left the broken screw implanted."

Manufacturer narrative:
The returned 2.7mm x 15mm nl hexalobe screw was inspected under magnification to confirm failure. The screw measures at 2.97mm of the 16.87mm nominal length. The complaint stated that the screw broke during insertion. The fracture pattern shows signs of shear force break along the thread runout. This is consistent with the screw being inserted with enough torque to be broken. Depending on the density of the bone, additional torque could have been applied to the screw during insertion that could have caused the break. Therefore, no definitive conclusion can be made.